Event description:
It was reported that ongoing intermittent occlusion alarms occurred, which led to the customer visiting the emergency room and subsequently being hospitalized in the intensive care unit on (B)(6) 2025. The customer's highest blood glucose level during the incident was extremely elevated at 1075 mg/dl with ketones of an unspecified level. Treatment with IV fluids and insulin successfully resolved the problem, with no permanent damage reported. The customer was released from the hospital on (B)(6) 2025. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.